Event description:
The pt's neurostimulator (ins) was attempted to be interrogated but it was depleted, even though the battery was full the night before. A few weeks later the pt's dog jumped up and landed a paw directly on her ins. She has since experienced a shocking sensation at the pocket site. Her ins was replaced due to the shocking and has recovered without sequela.

Manufacturer narrative:
(B) (4).